Manufacturer narrative:
Date f event: event date is unknown. Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported to a hologic representative that a week prior, a dilation and curettage was performed prior to an endometrial ablation. The reporting physician stated that he performed a hysteroscopy on the patient who was admitted to the ICU post endometrial ablation and that he saw several abscesses when removing the uterus. No additional details available.